Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to deploy or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the needle did not deploy. The pink slide did not move forward and the cannula was not visible. Her blood glucose read 383mg/dl at the time. The device had been worn for less than an hour and was discarded.

Manufacturer narrative:
The received device did not have the cannula assembly deployed. The downloaded data shows the device in pod state 15 indicating the device was deactivated. The device was deactivated after the first prime prior to needle deployment. Inspection of the drive mechanism found no damages.